Event description:
It was reported that there was a pericardial effusion. The patient was undergoing a left atrial appendage (laa) closure procedure. Transseptal puncture (tsp) was performed. Pericardial effusion was noted with no symptoms immediately observed. The physician decided to proceed with the procedure. A watchman access system (was) was advanced into the patient and the effusion was increasing. A watchman laa closure device and delivery system (wds) was advanced. The closure device was successfully implanted into the laa of the patient. The effusion was still increasing after deployment. Pericardiocentesis was performed; however the effusion didn't resolve. The patient was sent to surgery. During surgery the physician fixed a hole from the tsp at the superior vena cava and right atrium junction. The patient came out of surgery fine and the closure device still remained positioned in the laa. The patient was discharged home after recovering and is doing well.